Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specs.

Event description:
The customer reported being hospitalized due to high blood glucose of 600mg/dl. The customer was experiencing unexplained high glucose for the past week. Troubleshooting was performed. The customer stated that she was receiving no delivery alarms. Ran a fixed prime and high pressure test and they passed. The customer stated that the doctor recommended having the insulin pump replaced. No further info was provided.